Event description:
It was reported that the 9600 system locked up with a collimator iris potentiometer error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator iris potentiometer was replaced during the service call.